Event description:
Boston scientific crm received info that this bsc sales rep (sr) called technical services (ts) reporting this pt had loss of capture post a pharmaceutical cardioversion. The physician stated the device was in the stat vvi mode and was inquiring how long stat parameters would last. Ts stated until the device is reprogrammed, removing the wand does not cancel the function. Ts also noted there could be a transient rise in threshold measurements post a cardioversion. The sr stated they would place external pacing pads on the pt and evaluate the device. The sr called back later to report the device was functioning appropriately and the pt was doing well.